Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient was admitted to the hospital after a lead integrity alert sounded due to oversensing. It was also reported that noise on the ECG was observed. The lead was abandoned/capped and replaced. No patient complications have been reported as a result of this event.